Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the last bag (lb) line connection to the baxter bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 3 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did not come in contact with the cycler. The patient was advised to try using the cycler the next day and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the pdrn could not confirm the reported event since the patient did not report to the clinic. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn confirmed that the patients are trained to discard the cycler set but could not confirm if the sample was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the last bag (lb) line connection to the baxter bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 3 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did not come in contact with the cycler. The patient was advised to try using the cycler the next day and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the pdrn could not confirm the reported event since the patient did not report to the clinic. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn confirmed that the patients are trained to discard the cycler set but could not confirm if the sample was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.